Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the receiver would not turn on. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and multiple firmware errors were found in connection to the reported allegation. Screen error alerts were also present. The problem was confirmed. The root cause could not be determined post investigation. Based on the investigation results this issue has been upgraded from non-reportable to reportable.